Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The medwatch report is in response to receipt of maude event report (B)(4).

Event description:
The patient reported that she underwent a sling procedure on (B)(6) 2009 for (B)(6). During the recovery period at the hospital, the patient reported that she needed a blood transfusion then acquired an infection. She had to self cauterize herself for almost (B)(6). The patient had constant and extreme pelvic pain. She could not get out of bed unless her narcotic pain medicine took effect, which only reduced about 50% of the pain. The patient has experienced voiding problems. Her urine only trickles out and it causes pain when voiding. The patient has pain with intercourse. Since the surgery, the patient has had about six urinary tract infections in about (B)(6). The patient and apos's blood work indicates chronic inflammation. The patient developed swollen joints and severe bloating of the entire body, was suspected with (B)(6) but (B)(6). The patient experienced frequent hives, digestive issues, headaches, extreme fatigue, sore throat, mood changes, memory problems and weight gain. Patient also stated she had been suicidal since the mesh implantation.